Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer states she returned home from a twelve day stay at the hospital due to a heart attack and noticed the blank screen. While hospitalized the customer was off the pump. After her stay at the hospital she attempted to use pump and received the blank display. Troubleshooting was performed and a battery cap was sent out, but it did not resolve the issue. The customer blood glucose level was 73 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents. No damage was found on the isolation tape. The insulin pump was monitored for several days and no battery out limit alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.